Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Visual and tactile analysis of the shaft did not show any irregularities or defects on the catheter shaft. The inner diameter was measured with a calibrated pin gage set and was within specification. A .014¿ kinetix guidewire was used for functional testing and passed through the device with no difficulty. Based on the analysis of the device there was no issues with guidewire delivery. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter removal difficulty and catheter entrapment occurred. Vascular access was obtained via left femoral artery. The 100% stenosed, mildly tortuous and moderately calcified target lesion was located in the middle of the left superficial femoral artery with 15cm occlusion length. The 135cm rubicon¿ 14 support catheter was selected to help treat the target lesion. After the non bsc introducer sheath was placed in the left femoral artery using a contralateral approach, the physician attempted to pass the 135cm rubicon¿ 14 support catheter to cross the lesion however, resistance was met. The physician then performed knuckle technique using a non bsc guidewire and then pushed the rubicon support catheter to cross the target lesion. The physician tried to withdraw the rubicon support catheter but resistance was encountered. The physician pushed the rubicon back and tried withdrew again but still resistance was met. After flushing every parts of the rubicon, the physician tried to remove the rubicon with a little torque but the non bsc guidewire got stuck inside the rubicon support catheter. Hence, both rubicon support catheter and the non bsc guidewire were removed together from the patient. The procedure was completed with another 135cm rubicon¿ 14 support catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that catheter removal difficulty and catheter entrapment occurred. Vascular access was obtained via left femoral artery. The 100% stenosed, mildly tortuous and moderately calcified target lesion was located in the middle of the left superficial femoral artery with 15cm occlusion length. The 135cm rubicon 14 support catheter was selected to help treat the target lesion. After the non bsc introducer sheath was placed in the left femoral artery using a contralateral approach, the physician attempted to pass the 135cm rubicon 14 support catheter to cross the lesion however, resistance was met. The physician then performed knuckle technique using a non bsc guidewire and then pushed the rubicon support catheter to cross the target lesion. The physician tried to withdraw the rubicon support catheter but resistance was encountered. The physician pushed the rubicon back and tried withdrew again but still resistance was met. After flushing every parts of the rubicon, the physician tried to remove the rubicon with a little torque but the non bsc guidewire got stuck inside the rubicon support catheter. Hence, both rubicon support catheter and the non bsc guidewire were removed together from the patient. The procedure was completed with another 135cm rubicon 14 support catheter. No patient complications were reported and the patient's status is good.